Event description:
The haptic of the lens was found broken upon opening the lens carrier.

Manufacturer narrative:
Results: the lens was received incorrectly placed in carrier. Particulate and dried saline solution are visible on the lens optic. One haptic of the lens is missing. Due to the condition in which the lens was received, we cannot determine the cause of this malfunction.